Event description:
The patient reported that they started having pain in the implantable neurostimulator (ins) implant site. They also felt zapping in the vaginal area, that sort of felt like shocking. This occurred about a week prior to the report, and there was a sudden change in therapy/symptoms. It was indicated that if they increased the stimulation, it hurt worse, and if they decreased stimulation, it still hurt. The patient asked how to turn off the ins, but did not have their programmer with them. They were going to notify their healthcare provider. The indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.